Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good physical condition. The keypad and labels were all intact. After the device powered up it was confirmed that the keypad did not work. A test keypad was attached and the device worked properly. Event history log review found no related errors. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: the keypad was replaced.

Manufacturer narrative:
Device evaluation- the returned device was evaluated. The testing of the returned device showed the keypad was not responding to key presses. When the device was tested with a test keypad the device was found to function as expected. The device keypad was replaced to address the issue. The cause of the component issue could not be confirmed.

Event description:
The reporter stated the device gave a "key pressed" alarm. No known adverse effects to patient.